Manufacturer narrative:
Fiber analysis: the fiber distal tip was found to be fracture/broken off flush with the outer sheath; black marks and a 1 mm tear in the outer sheath at the distal end was also observed. The most probable root cause of the device failure was suspected to be related to user handling/excessive bending during the procedure.

Event description:
It was reported that while lasing a calcific stone, "a change"/faulty fiber tip was observed; the fiber was quickly withdrawn from the scope and removed. The procedure was completed using a second surgical fiber. Pt outcome: "no pt harm was caused".